Event description:
It was reported that the patient experienced muscle stimulation and pain close to the device pocket. The right ventricular lead was explanted and replaced. The patient was in good medical condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.